Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited many pacemaker mediated tachycardia (pmt) episodes and high threshold measurements. The patient experienced a ventricular arrhythmia which they were going in and out of. In one of the episodes there was biventricular trigger pacing that led into slow ventricular tachycardia (vt) and no atrial sensing occurred during this time. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.